Event description:
The patient reportedly had an irritation at the implant site (eczema). The patient was reportedly treated for an infection. He was given a course of antibiotics (augmentin) to treat the infection. However, the infection did not resolve and a decision was made to explant the device. The patient's device was explanted.